Event description:
A registered nurse (rn) on behalf of a home patient (hp) contacted baxter's technical service center regarding a compact exchange device (cxd). The rn stated the device was no longer able to spike the bags. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the actual sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The serial number is unknown.